Event description:
The investigator reported "failure of the kinetra generator, presumably defective" (the event was coded as a serious adverse event by the investigator). In a progress report, it was reported "patient's condition improved". No additional information was provided regarding the event.